Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the balloon broke during the lap cholecystectomy procedure. The obturator was received. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve and locking collar functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the broken balloon, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter the distal balloon burst unexpectedly during a laparoscopic cholecystectomy procedure. It was also reported that the nursing team prepared the balloon prior to surgery with 25cc's of air. Surgery time was not delayed by more than 30 minutes. There was no unanticipated blood loss of 500cc or more. The incision was not extended by more than one inch. There was no unanticipated tissue loss. A new device was used and available to finish the procedure.